Event description:
(B)(4). With in a month of the procedure I got a rash on my torso and started to experience other side effects over the years heres a complete list; excessive bleeding, horrible and uncontrollable mood swings, I've gained 70lbs discharge with odor, cyst beside vaginal opening that smell like road kill when it drains, ovarian cyst ive had to have 3 teeth pulled and need 3 more pulled, flutters in my belly, severe cramping that has sent me to the ER sharp stabbing pelvic pain miscarriage hot flashes and night sweats, painful ovulation, painful (stinging) periods, painful intercourse, urgent/frequent urination, itching/stinging/burning/stabbing pain at the opening of vagina, breast pain/tenderness, face/jaw pain, sever bloating, heartburn, headaches, brain fog, dizzyness, anxiety/panic attacks, depression, ringing in the ears unexplained bruising cyst/boils/acne, swelling in my legs and feet, insomnia, pain in my jaw, muscle spasms in my eye.